Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump showed an unspecified error and shut off. The hospital has multiple devices with white film and corrosion on the iuis. Although requested, no other details were provided. There was no report of patient harm.